Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they were 'having a lot of problematic activity' with their implantable pulse generator (ipg) and were unable to find out when it was checked last. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.